Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 27.5 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer did not allege under delivery on insulin pump. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin pump had pump error alarm. An error in the motor was detected by reading unexpected value from hall sensor. Customer was unable to clear and rewind insulin pump. No further complications were reported. The customer will continue to use the device

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report retainer ring = black. Case type = ngp. Customer returned pump for an alleged high bgs and pump error 43 alarm found on 03-aug-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. No unexpected pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 43 alarm was recorded and found in the formatted history file for the event date. 08/03/2022 11:42:26.000 to 08/03/2022 11:59:09.000. 08/03/2022 12:00:34.000 to 08/03/2022 12:00:34.000. No pump error 37, 38, 39, 41, 42, 79, 80, 82 and 130 alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator¿assembly noted. Pump error 43 alarm was confirmed according in the formatted history file download due to slight corrosion on the pcba 1, pcba 2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Pump error 43 alarm was confirmed. Pump error 43 alarm, according in the formatted history file download due to slight corrosion on the pcba 1, pcba 2 and motor assembly noted. During visual inspection, corrosion was also found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.